Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. The physician reported there were no complications associated with the explant.